Event description:
Treatment of an aneurysm. It was reported that the pipeline did not open during deployment and was removed from the patient.no patient injury reported.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4)